Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to follow up in clinic with an implantable cardioverter defibrillator (ICD) that recorded episodes of non sustained rv oversensing. Programming change was made. Patient was not symptomatic.